Event description:
Device 2 of 3. Ref MFR reports #1627487-2012-12219, 1627487-2012-12221. The pt received four leads, and two leads have the same lot number. It was reported the pt had fallen, and was no longer receiving stimulation coverage. An x-ray was taken which revealed leads had migrated. It was reported the physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.